Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii syringe was cracked and leaking medication. The following information was provided by the initial reporter: "the body of the syringe is cracked and the medicine is leaking through it."

Event description:
It was reported that the bd discardit¿ ii syringe was cracked and leaking medication. The following information was provided by the initial reporter: "the body of the syringe is cracked and the medicine is leaking through it.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/7/2020. H.6. Investigation: a device history record review was performed for provided lot number 2005285 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through visual inspection of the sample, the barrel wall was observed broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines also have an in-line camera system to inspect all product and automatically reject any signs of defect. Based on these preventive measures, we believe the barrel could have broken as a consequence of a strong force during the initial handling of the product or during transportation post-production.